Manufacturer narrative:
(B)(4). Batch # p92j2n. Investigation summary the device was returned with the tissue pad detached. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic nissen fundoplication procedure the tissue pad began to melt off of the device. The pad did not fall off in the patient; it did come off of the device after this issue was noticed and the device removed from the patient. It was unknown how long the device had been used before this issue occurred. Procedure was completed with another device of the same product code. There were no patient consequences reported.